Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 360 mg/dl. Customer suspected bg cause was due to an undefined cartridge issue. Supply changes were performed, a correction bolus was delivered and water was consumed to address bg.